Event description:
A male pt with history of hypertension underwent a 6f coronary diagnostic procedure in 2008. It was reported that during the initial stick, there was a posterior puncture to the cfa. Post procedure, a femoral angio was performed to assess suitability of closure, and the trained physician proceeded to use the mynx device with successful hemostasis. Approx one hour later, the pt had complaints of pain, and a CT scan documented retroperitoneal bleed. The pt received a blood transfusion (units unk) and was discharged on two days later, without further incident.

Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided to perform lot history review. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per IFU. Based on the info provided and the investigation performed, the root cause of the retroperitoneal bleed is unk, however, the posterior wall puncture could have been a contributing factor. Per the mynx IFU, "do not use the mynx vascular closure device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed."